Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing that showed the alarm battery was missing and alarm reed was faulty; these conditions kept the electronic alarm from activating. The cause of the faulty components was not definitely established..

Event description:
Information was received that a smiths medical pneupac parapac ventilator "does not register pt side disconnect and does not alarm". The issue was discovered during preventive maintenance on the device. No adverse effects were reported.